Event description:
Upon touching a tooth, the bur fractures. The rptr has had 12 fractures in the last six months. In the past, the rptr did not experience any problems, the fractures were first noted in the last yr or so.